Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that during a threshold measurement test radio frequency (rf) telemetry was lost momentarily and loss of capture (loc) and asystole was noted for eight seconds. The test was able to be completed and no adverse patient effects were reported.